Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was scheduled for device exchange due to normal end of service and upon interrogation, high right ventricular lead impedance and high capture threshold were observed. The physician decided to also extract the rv lead and replaced with a new lead. Patient¿s condition was stable.